Event description:
It was reported before using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there was a missing tube label on three devices. There were no health consequences or impacts reported.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there was a missing tube label on three devices. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation, which shows three tubes with a missing label. Additionally, 100 retained samples were evaluated, and no further examples of missing labels were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: missing label. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.